Event description:
Follow-up was conducted and from the information obtained it was confirmed that the patient was seen that day and their medications were adjusted; there were no reported performance issues with the device and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
The patient called to report that they have not been feeling well the past four days. The patient stated that they had gone to their family physician and their medications were decreased but the patient is still not feeling right. The patient said their pulse is usually 62-67 bpm (beats per minute) but lately it has been 94-95 bpm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507652 implantable pacing lead - (B)(6) 2012. (B)(4).